Event description:
It was reported that the procedure was to treat a calcified lesion in the mid left anterior descending artery. The rx voyager 2.5 x 12 mm was advanced for pre-dilatation; however, it could not cross the lesion. A 1.5 x 12 mm rx voyager balloon was used, followed by deployment of a non-abbott 3.0 x 28 mm stent. Additional information: the return device analysis revealed a balloon rupture, which has been confirmed by the site to have occurred during use when attempting to inflate the balloon to help cross the lesion. There was no clinically significant delay in procedure and no adverse patient effects reported. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, additional information was received: the balloon was inflated 1 time at 8 to 10 atmospheres. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood and contrast visible in the inflation and the balloon was loosely folded, which is consistent with the reported use of the device and a leak or balloon rupture. There was a longitudinal rupture in the balloon, confirming the reported complaint. As a result of the rupture, the balloon could not be fully deflated to measure the 2/3 balloon profile. However, measurements of the tip length and crossing profile were taken and both dimensions met specification. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support, and is not generally associated with a product quality deficiency. Reportedly, the lesion was moderately tortuous and moderately calcified, which likely contributed to the reported difficulties. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. In this case, it is likely that the balloon interacted with the tortuous and calcified lesion such that the balloon material became damaged (scratched) and ultimately ruptured upon inflation attempt below the rated burst pressure (rbp). Based on the information provided and the analysis of the returned product, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency. To assure that all products perform according to specification, all dilatation catheters are 100% visually/dimensionally inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the lot history record for the reported lot was performed and revealed no associated nonconforming material records. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper es, inflation: abbott, guide cath: xb 3 6f. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.